Event description:
Patient reported unknown side capsular contracture baker grade unknown. Device remains implanted. This is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported unknown side capsular contracture baker grade unknown and biocell. Device has been explanted and replaced. This is for the right side.

Manufacturer narrative:
Photo analysis. Visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 10jul2024.

Event description:
Patient reported unknown side capsular contracture baker grade unknown and biocell. Device has been explanted and replaced. This is for the right side.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.5, d.6a, d.6b, h.6.

Event description:
Patient reported unknown side capsular contracture baker grade unknown and biocell. Device has been explanted and replaced. This is for the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: the device related to the reported event of capsular contracture-breast and anxiety¿product/procedure-breast was received on june 21, 2024, with lot number 2137750. Based on the device analysis grid, the assessments of the complaint are: capsular contracture-breast: unable to observe since it is not related to the device. Anxiety¿product/procedure-breast: unable to observe since it is not related to the device. As per the investigation procedure deformation and particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported unknown side capsular contracture baker grade unknown and biocell. Device has been explanted and replaced. This is for the right side.